Manufacturer narrative:
Related components of the device system: model number/ catalog number: 72400024, serial number: n/a, batch/ lot number: 557436019, model/ catalog description: balloon fgs 61-70 cm; model number/ catalog number: 72404127, serial number: n/a, batch/ lot number: 564508014, model/ catalog description: control pump fgs iz.

Event description:
It was reported that the patient underwent a replacement surgery of his artificial urinary sphincter (aus), due to fluid loss. A new aus was implanted. The patient's incontinence improved after the surgery. There were no patient adverse effects in relation to this event. Additional information will be provided if it becomes available.